Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the customer experienced high blood glucose of 450 mg/dl. The mother stated the customer received a change sensor alarm during the high event. Troubleshooting could not be completed because the mother did not have the insulin pump on hand. The mother also noted in the carelink report that a bolus was suspended due to a low suspend alarm. The insulin pump will not be returned for analysis.